Manufacturer narrative:
Concomitant product - braun introcan safety 3 closed IV catheter (non baxter). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) one-link non-dehp microbore catheter extension sets. While flushing the extension sets, the customer was able to flush normal for a ml or two but then the flow became very resistant and stops all together. The resolve this issue, another extension set was used and proceeded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Concomitant product - braun introcan safety 3 closed IV catheter (non baxter). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) one-link non-dehp microbore catheter extension sets. While flushing the extension sets, the customer was able to flush normal for a ml or two but then the flow became very resistant and stops all together. The resolve this issue, another extension set was used and proceeded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing; with no issues noted. The reported condition was not verified. The cause of the condition of the returned sample could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.